Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the transcatheter aortic valve evfxplus-26, the valve was not fully expanded. After retrieval and repositioning, underexpansion of the valve was again observed. A second valve was loaded, which also did not fully expand after positioning. A third valve was subsequently loaded and could be implanted without any issues. Pre-dilatation was performed with a vacs 3 balloon (20mm x 40mm) prior to valve implantation. Time delays occurred due to repeated loading of valves. The implantation was successful and the patient did not experience any adverse effects as a result of this procedure. No patient complications have been reported as a result of this event. Additional information was received that the first valve was recaptured two times. The frame expansion issue occurred during the first deployment attempt with the second valve, and the second valve was also recaptured two times. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the attempted implant of the first and second valve.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the handle fully opened and the capsule fully retracted. Delamination was observed over the nitinol reinforcing frame of the capsule. Torsion was evident to the proximal end of the inner member. The compression spring was not in its correct position inside the check valve and was received alongside the device. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation evident to the remainder of the device. The reported positioning difficulties could not be confirmed through analysis. Continuation of d10: product ID {evfxplus-26}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.